Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call high blood glucose and issues with the insulin pump. Customer's blood glucose level was 410 mg/dl. Customer's mother declined to troubleshoot high blood glucose and believed the reservoir recalled was the reason for the patient's high blood glucose.